Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), ruby coils, a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician encountered resistance while advancing the ruby coil through the lantern but proceeded with advancement. After the ruby coil was advanced into the target location, the physician encountered resistance while moving the coil back and forth to achieve the intended position. Subsequently, the ruby coil unintentionally detached and was completely contained inside the lantern. Therefore, the lantern containing the detached ruby coil was removed. The procedure was completed using a new lantern, a new ruby coil, and three pod packing coils (pod pcs). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.